Event description:
According to the available information, foreign material was found before opening the primary packaging. A new product was used alternatively.

Manufacturer narrative:
One sealed sample was received for evaluation. Visual examination revealed a black spot inside the embossed sheath.